Event description:
A company representative reported that two ozark screws migrated post-operatively. It is unknown if a revision surgery has been performed. This report captures the second of two screws.